Event description:
The pt is currently enrolled in the (B)(6). The in-stent stenosis was observed during a f/u visit. An aortic aneurysm was also observed. As per the study protocol, the event was reported as a serious adverse event. A supera stent had been placed in the right sfa 12 months prior to this event. It was reported that the pt has no symptoms and there is currently good flow overall in the right sfa. There will be no intervention at this time. The serious adverse event form indicated that the in-stent stenosis is not related to the device study or procedure. The cause of the restenosis is unk and is likely caused by the pt's disease progression.

Manufacturer narrative:
Due to an administrative error, this event was not reported within the required time frame. Idev is in the process of obtaining add'l info regarding this event. The device lot number, manufacture date and exp date are unk. A supplemental report will be provided when the add'l info is received. The cause of the event is unk. No indication of a device malfunction. The cause is likely the pt's disease progression.